Event description:
Caller reported an advantage system patient blood glucose result of 50 mg/dl at 06:10 am. The patient was given IV glucose of 25 gms. Lab draw at 06:20 am was resulted as 140 mg/dl. Advantage retest result at 06:25 was 235 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.